Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure was reported. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 while the patient was sleeping, at 12:59pm the patient's mother called the emergency. The patient's mother called emergency because the patient's sugar was low but did not confirm if a fingerstick was taken prior to calling emergency and no symptoms were reported. The patient stated that maybe he lost consciousness while he was asleep. When the emergency came, they opened his dexcom app and it said sensor failed start new sensor. The patient also has a receiver and it also said sensor failed start new sensor. The rescue team injected the patient with 2 shots of glucagen 2.5ml each and they took the patient to the hospital. There was no mention if a bg value was taken prior to administering the medication. At 2:15pm the patient arrived at the hospital. The patient's bg value taken at the hospital was 147 mg/dl. The patient stated that the hospital did a cbc (complete blood count) differential, comprehensive metabiotic panel, urinalysis, without IV contrast, and ECG (electrocardiogram). The doctor diagnosed the patient with low blood sugar. The patient was in the hospital for less than 24 hours and discharged the same day. The patient also mentioned that he was advised (unknown by whom) that he had low blood sugar and the dexcom did not alert because the sensor failed. The patient also uses an omnipod but it is on manual mode. The patient was stable at the time of the report. Data investigation confirmed wearable sensor failure on (B)(6) 2024. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarified information was provided on 01/16/2025. It was reported that during the time of the event, the patient's mother noticed that the patient did not wake up when he usually does. She was trying to wake him but the patient was not responding. The patient's mother reached out to the neighbor who is a nurse. The neighbor came to check on the patient and recommended the mother call emergency. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.